Manufacturer narrative:
D10 concomitant medical product: unknown endo st, unknown endo stitch sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lap nissen fundoplication using the instrument, the device would not stay in the locked position and would become unlocked on its own and the needle falls out of the jaws of the device. The issue occurred during the suturing of the stomach wrap. A new handle was opened and the same reload was used to resolve the issue and complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was returned without blister pack and the loading blades extended. The left blade was partially bent. Microscopic inspection did not reveal any witness marks on the beveled walls of the jaw lumens. No shearing or deformation was observed around the toggle switch or flat pin. The flat pin was found to be in it's proper orientation. No abnormalities were observed upon examination of the center rod. Functional testing found that the left loading blade straightened prior to functional testing. The returned device was loaded with a test needle from the rpa inventory (j3f0519y) and applied to test media. The returned device was found to function properly and test needle remained intact. The needle remained attached to the instrument during testing. No difficulty was experienced in loading, unloading or toggling the test needle. It was reported that the device would not stay in the locked position and would become unlocked on its own and the needle falls out of the jaws of the device. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of bent loading blades that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.